Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6); inratio: 2.7; alternate poc: 5.4. Date: (B)(6); inratio: 2.0; alternate poc: 3.1. Time between tests on (B)(6): 20 minutes. Time between tests on (B)(6): within seconds. Therapeutic range: 2.5-3.5. Patient's coumadin dose was withheld on (B)(6) based on the alternate poc results.